Event description:
A site representative reported that, while in a cranial procedure, approximately 30 minutes after registration, the navigation system became unresponsive. After the site representative performed a hard-boot, the system returned to normal function with no further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. A medtronic representative, following-up at the site, reported there have been no further issues. Software investigation completed, findings are that the footswitch had been pressed pausing navigation. Software is functioning as designed. There was no software anomaly. Reported issue was a use error.